Event description:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor and usb extension cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and usb extension cable. The pars were replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device would not deliver shock. There was no patient involvement.